Event description:
It was reported that "during polpectomy, patient complained of rectal shock x2. No patient treatment given".

Manufacturer narrative:
The ground pad was returned. The quality engineer will conduct a review of the device production records, and do a thorough examination of the returned product. Upon receipt of the quality engineer's investigation report, I will file a supplemental report.